Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that this right atrial (ra) lead was part of a system revision due to pocket infection. The total removal of the system was planned to be performed at another hospital. There were no additional adverse patient effects reported. This ra lead remains implanted.

Event description:
It was reported that this right atrial (ra) lead was part of a system revision due to pocket infection. The total removal of the system was planned to be performed at another hospital. There were no additional adverse patient effects reported. Additional information indicated that the plan for extraction was successful. And all the explanted products will not be returned to bsc for analysis.

Manufacturer narrative:
This supplemental report was created to update b5, d6b: explant date and h6: impact codes with device explantation. If information is provided in the future, a supplemental report will be issued.